Event description:
A patient who was enrolled in a study underwent a da vinci assisted endometriosis resection surgical procedure. During the surgical procedure and during the dissection of a venous vessel in the iliac vein, bleeding occurred. The vessel had to be separated from the underlying nerve root in order to stop the bleeding by coagulation. This was successful. The patient suffered a blood loss of approximately 2000 ml but did not require a blood transfusion. The surgery could continue as planned. There was no report of a da vinci device malfunction. The study investigator reported there was no da vinci device malfunction during the procedure, the event as mild severity, an oslo classification grade I, not related to the procedure, not related to the da vinci device, but possibly related to the patient's underlying disease status.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review could not be performed because remote system logs were not available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A medical review was provided by an intuitive surgical, inc. (Isi) medical safety officer and concluded that the patient in this report had an injury to a vessel during dissection that resulted in a moderate blood loss but was of no other clinical significance. No transfusions were reported, and the patient had an otherwise uneventful recovery. Based on the information provided in the summary of events, this event was possibly procedure related but no device issues were noted. The event was not related to the da vinci study device.